Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a 67 - vbuck boost over/under voltage notification when the user attempted to pair the pump to a phone, and repeated restarts did not resolve the issue. There were no adverse clinical effects reported, and no impact to health or medical intervention was required. Customer service performed troubleshooting and conducted outreach as part of the investigation. Investigation of this case revealed a suspected internal power regulation or voltage boost fault that prevented normal operation and pairing. Based on previously established findings for similar reports, the cause was determined to be undetermined pending device evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.